Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the infusion of anti-cancer drug, leakage from the insertion site of the huber needle was observed. There was difficulty of infusion into the port system prior to the leak. There was no reported patient injury.

Event description:
It was reported that during the infusion of anti-cancer drug, leakage from the insertion site of the huber needle was observed. There was difficulty of infusion into the port system prior to the leak. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: DHR review is not available because the corporate lot number is unknown. Investigation summary: one ti powerport isp with 8 fr s/l groshong catheter was returned for evaluation. The catheter was received attached to the port stem under catheter lock. The sample was patent to infusion and aspiration with no leaks noted, even when infused against resistance. Circumferentially-aligned damage was noted near the 14cm depth marker. The tactile evaluation revealed a catheter kink at the site of this damage. When viewed under magnification, it was noted that the damage appeared to be the beginning of a split formation with a smooth surface and discolored material. Based on these findings, the investigation is unconfirmed for the reported catheter leak and confirmed for a catheter kink. Although the catheter was patent to infusion against resistance with no leaks observed, it is likely that the identified catheter damage/kink contributed to the reported leak and infusion difficulty during implant. However, the definitive root cause for the reported event and identified catheter damage could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include weakened material due to flexural fatigue and pinch-off. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.